Event description:
The customer reported that they could not re-open the cine run images after the exam was completed. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an over-the-phone investigation. The customer was instructed to reseat the cine power and data cables. The system was then operating as intended.